Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a ht bmw universal ii guide wire became stuck in an unspecified balloon catheter. The guide wire was removed after several attempts. The procedure was successfully completed with two unspecified guide wires. There were no adverse patient effects. No additional information was provided.